Event description:
It was reported that the patient never had therapeutic effect and the device quit working in (B)(6) 2011. The implant was placed three different times, "it took 3 surgeries to put it in", and it was "screwed up". The patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's wife reported the doctor messed it up, happened 3 or 4 times, the ins was replaced and they had to be replaced after six (6) months. It was reported that the battery was corroded, the doctor was a quack and they went out of state to have the ins taken out. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had an ¿accident¿ on (B)(6) 2011. It was also noted that even after the three surgeries, it was still ¿not right.¿ three days later it was reported that the stimulator ¿never really worked properly¿ and the ¿accident caused it to quit completely.¿ it was further clarified that a car accident kept the ¿machine¿ from working when the patient was rear ended. The patient was ¿hurt and now getting the machine out.¿